Event description:
Customer reportedly received the following results on the advantage system, compared to a professional meter, within 10 minutes: 550 mg/dl (advantage) and 180 mg/dl (nurse's meter). No actions taken based on device results. Customer was treated with insulin (amount not provided) based upon the nurse's meter reading. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.